Manufacturer narrative:
(B)(4).

Event description:
It was reported earlier this month the estimated device longevity was found to have excessively declined as the battery discharge curve revealed the device battery had prematurely depleted within a month, inconsistent with the manufacturer's battery discharge curve. The patient visited the emergency room with no electrical activity. The patient expired with the cause unrelated to the device.